Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported during a bunion procedure, the threaded guide wire tips fractured off in the patient three times during implantation. Two tips were left in the patient and one was removed.